Event description:
It was reported that balloon rupture occurred. A 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.